Event description:
It was reported the lead alert triggered due to oversensing. The lead remains implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the lead alert triggered due to oversensing. The lead remains implanted. Follow up with the physician's office disclosed the lead was reprogrammed and the patient will continue to be monitored. No further patient complications have been reported as a result of this event.